Event description:
During a laparoscopic gastric bypass procedure, during the firing of the device, the blue cartridge was ejected distally from device resulting in no staple formation. The procedure was completed with another device of the same product code. There was no patient consequence.